Manufacturer narrative:
Product complaint # (B)(4). Investigation summary : according to the information received, ¿it was reported that on (B)(6) 2025, the patient underwent a tka with the insert in question for knee oa. When the surgeon opened the sterilized package, hair was sealed in the package. The sales rep stopped the procedure once and discussed with the sales rep whether to use it or not. The surgeon guessed that the inside of the aluminum would not be dirty, and there was only one of this size available. The surgeon decided to use it for the procedure. The surgery was completed successfully within 30 minutes delay.¿ the product returned to medtech orthopaedics for evaluation. The medtech orthopaedics team conducted a visual inspection of the returned device. Visual analysis revealed that the package of the returned atune cr lt ms ins sz 4 5 presents what appears to be a hair-like material adhered to the outer surface of the sterile blister. Its is worth mentioning that the both tyvek seals were open and the involved implant was not returned for evaluation. Based on the provided information, and the lack of evidence of the initial conditions of the sterile packaging before it was open a potential cause cannot be stablished. A manufacturing record evaluation was performed for the finished device [151820405 / m61h06] number, and no non-conformances / manufacturing irregularities were identified during manufacturing. The overall complaint was confirmed as the observed condition of the atune cr lt ms ins sz 4 5 would contribute to the complained device issue. Based on the investigation findings, it has been determined that no corrective and/or preventative action is proposed. There is no indication that a design or manufacturing issue has caused the reported complaint condition. As part of j&j medtech orthopaedics quality process, all devices are manufactured, inspected, and released to approved specifications. Additional monitoring for any potential safety signals will be conducted through complaint trending and other post-market safety surveillance activities. Device history lot : a manufacturing record evaluation was performed for the finished device [151820405 / m61h06] number, and no non-conformances / manufacturing irregularities were identified during manufacturing. Device history review : a manufacturing record evaluation was performed for the finished device [151820405 / m61h06] number, and no non-conformances / manufacturing irregularities were identified during manufacturing.

Manufacturer narrative:
Depuy synthes is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which depuy synthes has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, depuy synthes or its employees that the report constitutes an admission that the device, depuy synthes, or its employees caused or contributed to the potential event described in this report. If the information is unknown, not available or does not apply, the section/field of the form is left blank. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
It was reported that on (B)(6) 2025, the patient underwent a tka with the insert in question for knee oa. When the surgeon opened the sterilized package, hair was sealed in the package. The sales rep stopped the procedure once and discussed with the sales rep whether to use it or not. The surgeon guessed that the inside of the aluminum would not be dirty, and there was only one of this size available. The surgeon decided to use it for the procedure. The surgery was completed successfully within 30 minutes delay. No further information is available.

Manufacturer narrative:
Product complaint # (B)(4). This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by depuy synthes joint reconstruction, or its employees that the report constitutes an admission that the product, depuy synthes joint reconstruction, or its employees caused or contributed to the potential event described in this report. H11 additional narrative: added: d9. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.